Event description:
Customer reported the system intermittently shuts down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. After talking to customer, ge representative found that the fast stop button was being accidentally pressed while maneuvering the c-arm during a case. System operates as intended.